Event description:
It was reported that the patient experienced unspecified issue with the male sling system (sst). The sst was removed and "replace" with an artificial urinary sphincter. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.